Event description:
During an unk procedure, the device produced malformed staples. Instrument blocked at the 3rd application. When instrument reopened, staple lines opened - non formed. They took another instrument to complete the case. There was no pt consequence.